Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in good condition with no appearance of any physical damage. A primary audible alarm bgnd test error was found in the event history log. An occlusion test was subsequently performed. The investigator was unable to duplicate the primary audible alarm bgnd test during the occlusion test. The problem source of the reported product problem was unknown. A root cause was not established. The speaker was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The pump passed all the functional tests following preventative maintenance.

Event description:
It was reported that the medfusion pump displayed a primary audible alarm background test error. The product problem was observed during testing. There was no patient involvement.